Event description:
It was reported that during testing conducted by a procare technician at the user facility, the device was determined to be running-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. It was reported that during testing at the manufacturer facility, the device was found to be disassembled. As this event occurred during testing there was no patient involvement and no delay to a surgical procedure.